Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2: common device name updated to breathing circuit. Section d4: serial # and lot # not provided by the customer. Section g4: PMA/510(k) number - the 950n80 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA), but instead a similar product 950n80j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n80j neonatal ventilator dual heated circuit kit has been used under the section g4. Method: the subject 950n80 neonatal ventilator dual heated circuit kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: the customer reported that upon device set-up, the subject 950n80 neonatal ventilator dual heated circuit kit failed testing on the ventilator. Visual inspection of the returned device observed no damage on all returned parts. Performance gas leakage testing of the subject circuit confirmed that the leakage of the inspiratory limb, dryline and chamber was above the limit specified in our user instructions. The chamber end connector was further disassembled and visually inspected. Visual inspection of the disassembled chamber found an inverted t-seal in the chamber connector. Conclusion: the cause of the reported malfunction has been concluded as manufacturing. F&p has completed the failure investigation for the identified root cause. As a result, corrective actions were implemented in september 2023 to avoid the dislodging/rolling of the t-seal on the chamber end connector. The device details of the complaint 950n80 neonatal ventilator dual heated circuit kit were not provided, thus we are unable to determine if the subject circuit kit was manufactured before or after the implementation change. The 950n80 neonatal ventilator dual heated circuit kit user instructions (ui) include the following technical specifications: gas leakage (60 cmh2o, btps) of the dual limb is <30 ml/min. The ui that accompanies the 950n80 neonatal ventilator dual heated circuit kit may also caution the user: check all connections are tight before use. Perform a pressure and leak test on the breathing system before connecting to a patient. Set appropriate ventilator or flow source alarms to monitor therapy delivery.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the 950n80 neonatal ventilator dual heated circuit kit failed a circuit test during set-up and had a sound of air leakage. There were no reported patient consequences.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that the 950n80 neonatal ventilator dual heated circuit kit failed a circuit test during set-up and had a sound of air leakage. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section g4 PMA/510(k) number: the 950n80 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA), but instead a similar product 950n80j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n80j neonatal ventilator dual heated circuit kit has been used under the section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.